Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a missing and bent electrode and the transmitter did not blink when connected to the sensor. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. No further information was provided.